Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 52mg/dl. The customer current blood glucose was 177 mg/dl. Customer was treated with food for low blood glucose. Customer was ok for troubleshooting. Customer had light headache. Customer had multiple pump error alarms. Customer was able to clear the alarms and able to rewind the alarms. Fill cannula was recorded in daily history. The insulin pump will be returned for analysis.